Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple intermittent minimum fill notifications. Reportedly, the minimum fill notification occurred after filling a cartridge with 150 units of cold insulin. The customer¿s blood glucose level reached 198 mg/dl. Reportedly, a cartridge was loaded successfully and insulin delivery was resumed.